Manufacturer narrative:
It was cross checked with mixer assembly in the machine that time error is not pop upthe mixer assembly was replaced in the device.

Event description:
Hamilton medical ag received the following event description from the distributor : -tf 5507 -o2 mixer assembly leaking issues